Event description:
Additional information was received that the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During a remote follow up, post-paced t-wave oversensing was noted on the device. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.